Manufacturer narrative:
Follow-up #1: date of submission 18-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2019 with the following findings: during investigation, there was a call service 064-0008 alarm in pump history. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering programmed basal rate until alarm occurs 2:36pm on (B)(6) 2017. The rewind, load and prime steps were performed successfully with no alarms. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 348 mg/dl with excess urination, extreme drowsiness, and extreme thirst. It was reported that the pump alarmed for a call-service 064 motor issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. This complaint is being reported because the reported health event was attributed to an alleged device issue.